Manufacturer narrative:
The event of "exposure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Event description:
Patients' friend called and reported exposure of an implant (unknown side). Device status is unknown.